Manufacturer narrative:
(B)(6). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) clearlink system continu-flo solution sets leaked chemotherapeutic drug (carboplatin) at the lowest y-site during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.